Manufacturer narrative:
The reported events of prompt indicating ¿restore previous settings¿ and reported tachy therapies being disabled was not able to be confirmed. The session records and logs provided were insufficient to determine the cause of the reported events. Additional system logs were requested, but were unavailable.

Manufacturer narrative:
The reported events of a prompt indicating ¿restore previous settings¿ and reported tachy therapies being disabled was not able to be confirmed. Based on the information provided, it was determined that the tachy therapy was enabled, but it was unable to be determined if the tachy therapies were disabled when the error message was delivered.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. During examination of the implantable cardioverter defibrillator (ICD), it was noted that there was as error message for invalid parameters and programming. Tachycardia therapy was disabled. Programming changes were made to the ICD. The patient was in stable condition.